Event description:
It was reported that the handpiece overheated while being tested by a MFR tech on site at the hospital. This did not occur during any surgical or medical procedure, so there was no pt involvement. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece has been received at the MFR for investigation. An eval was conducted and the complaint was confirmed. According to the investigation details, the rotor was rubbing. The rotor and rotor bearings were replaced, along with other components. The device was returned to the customer.